Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had an issue with a dialysis catheter. The customer states ventilator dependent pt with multiple medical problems admitted with pea arrest and end stage renal disease. Femoral mahukar placed for cvvhd. One day after, venous port (blue) on the outside of the catheter (not the adapter, the clear plastic tubing) blew off. Cvvhd discontinued. According to vicki holmes, clinical manager, the pt was in the ICU when this event occurred and the catheter was removed. The pt was a dnr and expired but not in relation to the alleged catheter incident.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.